Event description:
I flow received a report stating, wound infection at catheter site. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as a lot number was not provided. Sample was not returned for evaluation. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in an sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in an sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors.